Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2022 08821.

Event description:
During a left transfemoral tavr procedure using a 26mm sapien 3 ultra valve, during insertion of the commander delivery system (ds) and valve into the esheath, push force was felt due to calcium, bending the valve frame. The esheath and delivery system were attempted to be removed as one unit. However, the esheath was removed, but the delivery system was still in the body and the valve was stuck in the calcium. The operator pulled the delivery system and the valve sheared off the balloon. Upon removal of the esheath, scratches were observed, the seam was split, and images received indicated there was a liner strand. The team then cut down on the femoral to retrieve the valve but was unable to reach the valve. The decision was made to do a cutdown in the abd region and did a fem-to-fem bypass. The s3u was removed from the body and three days post-procedure the patient was doing well coming off the vent and had good blood flow to the leg.

Manufacturer narrative:
The 14fr esheath plus was returned for examination and the reported event from the customer was confirmed based on the evaluation of the returned device. A visual examination found that the liner was torn along the length of sheath, two liner strands were located at the proximal end of the liner tear, the hdpe was cut 3 inches from the strain relief, scratches were located on the sheath shaft, the tip opened as designed and the liner was shown to have been expanded. The 3mensio indicated that calcification and undersized vessel diameters were present and that the struts of the valve were bent. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance, torn liner, liner strand, and sheath damage were confirmed based on the evaluation of the returned device. No manufacturing non-conformance was identified. A review of the DHR, lot history and complaint history also did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, "during insertion of the commander delivery system (ds) and valve into the esheath, push force was felt due to calcium, bending the valve frame". Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Tortuosity, calcification, and undersized vessels were seen in returned patient imagery in the patient's access vessel. The presence of calcification, tortuosity, and undersized vessel can create challenging pathways during delivery system advancement, leading to resistance. Vessel tortuosity can subject the devices to suboptimal angles and lead to non-coaxial alignment in the advancement of the delivery system through the sheath. Non-coaxial advancement of the delivery system can lead to resistance through increased contact between the crimped valve and the sheath inner lumen. Calcification and undersized vessel diameters can create a restricted pathway or a constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In order to overcome the resistance, high push force may have been used which that may have caused the valve strut to become bent. The bent valve strut may have then caused damage to the sheath shaft during the advancement of the delivery system. Sharp calcified nodules can also directly cut into the shaft leading to the observed damage. Per evaluation of the returned device, in addition to the liner tear, there were two liner strands. Scratches were also found on hdpe suggesting interaction with calcification. Sharp calcified nodules can weaken the liner and lead to tearing and to the observed liner strand. Additionally, the valve strut could also catch onto the liner and tear it. As such, available information suggests that patient (calcification, tortuosity, undersized vessels) and/or procedural (valve caught on liner, high push force, bent valve strut) factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.